Event description:
Additional information was received. It was reported that the patient had a secondary intervention. Two valiant devices were implanted resolving the distal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately two months ago. It was reported that one month post implant, the patient had a chronic distal type I endoleak as a result of dilatation of the distal descending aorta (amount of dilatation is unknown). The physician is monitoring the patient at this time and there is no intervention planned. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (dilated distal thoracic aorta). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (dilated distal thoracic aorta).